Event description:
It was reported that during continuous renal replacement therapy (crrt) using a prismaflex m150 set, the nurse noticed a disconnection "near the air separation chamber" and "the plastic pump came loose in front of the rotary connection of the blue" return line. It was reported that the "treatments were stopped." It was further reported that the patient experienced "significant blood loss" and required a blood transfusion of 2 units of blood. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, a photograph of the sample was provided for evaluation. The photo showed that there is an external blood leakage at the level of the connection between the deaeration chamber and the return line. It also showed that the connection was loose and tape was put at the level of the connection. Should additional relevant information become available, a supplemental report will be submitted.